Manufacturer narrative:
Hamilton medical ag comes to the conclusion: no patient involvement. No patient harm. Investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: summary: device fails power on when connected to ac and te 1246032.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for use. The root cause was determined to be a defective mainboard which was replaced. There was no patient or user harm reported.

Event description:
The following was reported to the hamilton medical ag: summary: device fails power on when connected to ac and te 1246032.